Manufacturer narrative:
Patient diagnosis sdd. Dorv with sub-pulmonary interventricular defet hypoplasia aortic arch.

Event description:
Recoarctation of the aorta due to the thickness of the tissue.